Event description:
Follow up revealed that the patient had their lead replaced on (B)(6) 2019. Upon removal, it was noted that the lead was fractured.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's lead tested for high impedances. X-rays were ordered, however the results are unknown. Surgical intervention is pending to address this issue.